Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that impedance on this lead was getting high between 400's and greater than 30000 ohms for the past year and minute ventillation (mv) signal oversensing observed. Non-capture observed on (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).